Event description:
It was reported that a pump declared alarm 20 while it was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, leading to a decision to replace the pump. Additionally, the customer was informed of the replacement, and a backup therapy plan using a replacement pump with a specific serial number was established.